Manufacturer narrative:
Updated block d4: lot number. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The product record review results detailed in the prr table did not determine probable cause. A device history record review (DHR) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited that the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, the conclusion code "unintended use error caused or contributed to event" has been assigned as the most probable cause since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during procedure, the laser began to escape from the tip of the fiber halfway through the procedure. The fiber had to be replaced. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the laser began to escape from the tip of the fiber halfway through the procedure. The fiber had to be replaced. The procedure was completed with another of the same device. There were no patient complications.